Event description:
It was reported that pop-up overview alarming not working. The pop-up alarms did not generate on the other bedside monitor when an alarm was triggered. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Manufacturer narrative:
After further investigation this case has been determined to be non-reportable by philips. Caregroup alarms are a secondary alarm notification system, and are not intended for primary notification of alarms, physiological data, or demographic data. Primary alarming continues to operate at the bedside in addition to alarms that will continue if this device were networked to a central monitor.